Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the force bipolar instrument could not cauterize. The customer replaced the bipolar cable with no success. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a similar backup instrument with no report of injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary finding of electrical continuity test failed to be related to the customer reported complaint. The instrument failed electrical continuity test and failed to delivery energy. During further investigation by advanced failure analysis engineer, a break in the conductor wire at the distal clevis pin was observed. Additional finding not reported by the site: the instrument was found to have thermal damage on the one side of the molded insulator.